Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter continued to power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a few days prior to calling lfs. The cca was advised the patient manages her diabetes with metformin pills (500 mg 2x daily) and glipizide pills (5 mg 1x daily). The patient continued to take her usual dose of medications. Prior to the alleged issue, the patient claimed she felt symptoms of dizzy, extreme urination, severe nausea and shakiness. Afterwards, the patient stated she went to the emergency room (ER). The patient obtained blood glucose results of "34 mg/dl" with a laboratory device and "31 mg/dl" with the ER/hospital meter. The patient was given orange juice and administered intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca educated the patient on meter behavior and the automatic shutoff feature. The cca was unable to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.